Manufacturer narrative:
Analysis of the lead (lot# va0y1qu) found the stimulation lead was bent at the distal end out of box.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4)

Event description:
Information was received from the health care professional (hcp) and manufacturer representative that reported the deep brain stimulator (dbs) lead was not straight. The event occurred during procedure and the device was never implanted. The neurosurgeon observed the distal end of the lead was not straight but it was curved and they were concerned it may not be intact. They did not implant it and they opened another lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.